Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test and motor test. Insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 95 mg/dl. Customer stated that he was changing his infusion set when he received the alarm. Customer does not use the sensor feature on the pump. Customer stated that he was able to complete the rewind sequence. Customer mentioned that he did fly on a plane earlier during the week. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.